Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia, pneumonia and septic wounds on (B)(6) with blood glucose level 49 mg/dl. The customer stated they were hospitalized because their pump never suspended delivery when they were running low while in pump auto mode. The customer was treated with taken off insulin pump, steroids and antibiotics during hospitalization. The customer stated that the symptoms related to low blood glucose such as septic wounds, fever, chills and cough. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The aware date provided with the follow up report on january 29, 2019 was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call, the customer stated they were hospitalized because their pump never suspended delivery when they were running low while in pump was in auto mode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia, pneumonia and septic wounds on december 17 with blood glucose level 49 mg/dl. The customer was treated with taken off insulin pump, steroids and antibiotics during hospitalization. The customer stated that the symptoms related to low blood glucose such as septic wounds, fever, chills and cough. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.